Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed the tubing was separated from the male luer. The solvent was not applied uniformly in the circumference of the tube. The other components were correctly placed and according to specifications. A dimensional test was perform at the tubing with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hub (patient connector) of a clearlink continu-flo solution set separated from the tubing within the set and resulted in a leak of medication. This issue was identified during a patient infusion. It was stated that ¿another IV (intravenous) had to be inserted¿. There was no patient injury or medical intervention associated with this event. No additional information is available.